Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During follow-up, diagnostic imaging revealed that there were externalized conductors on the right ventricular (rv) lead. All electrical parameters were normal. During device replacement due to normal eri, a sustained noise episode was observed on the rv lead. High voltage therapy was disabled in order to prevent the delivery of inappropriate therapy. The rv lead was capped and replaced and the patient's condition following the procedure was stable.